Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Small fragment of metal appeared on field. Appears to have broken off from hinge mechanism of broach handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirms the reported complaint. Evidence suggests the handle has impacted from all sides. The appearance of the body of the handle shows significant gouging and scratching along with metal deformation. This kind of condition indicates heavy use and misuse of this instrument. The provided lot code b0608 indicates a manufacture date of june of 2008. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.